Event description:
During a procedure, there was a discoloration to the bowel but no serious damage. There was a tone but no error code appeared on screen. Another device was used to complete the case.